Event description:
Clinical study. It was reported that 265 days after a carotid artery stenting treatment procedure, the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The target lesion was located in the bifurcation of the left common carotid artery, with 95% stenosis and was 15 mm long with a 5 mm reference vessel diameter. The target lesion was treated on with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. Nih stroke scale performed the next day was 0. The patient was discharged home the next day. At 265 days after the index procedure, the site reported the patient had in-stent restenosis. The patient was hospitalized and underwent a pta to the target vessel. The site reported the target vessel lesion had a 90% stenosis and was 15 mm long with a 5 mm reference vessel diameter. Post-revascularization lesion stenosis was 10%. No thrombus was present. The patient was discharged the next day. The event was resolved without residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.